Manufacturer narrative:
Concomitant products. Model: 4135, competitor lead; implanted: (B)(6) 2010.

Event description:
It was reported that the patients right ventricular (rv) lead exhibited high thresholds. A lead revision procedure was completed and the lead remains in use. No patient complications have been reported as a result of this event.